Event description:
The customer reported a frozen screen and constant tone during normal use. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display, then a constant tone. The problem was isolated to the mother board.